Event description:
During the index procedure the patient had one endeavor sprint drug-eluting stent implanted in the lad. Approximately 25 months post the index procedure it was confirmed that the patient died due to cardiogenic shock .the investigator has indicated that the event was not related to the study device.

Manufacturer narrative:
Results: inherent risk of procedure - (death). Conclusions: inherent risk of procedure - (death). (B)(4).